Event description:
It is difficult to handle and manipulate the catheter primarily due to the sympathetic twist that is a direct result of packing in a coil. The syringe does not have a positive connection to the catheter. Frequently the syringe comes off or disconnects unexpectedly with unacceptable results. The volume of the syringe is too great for adequate control of the balloon. Syringe volume=3cc, balloon volume=2cc.